Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the that the device cannot mesh properly. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated. Zimmer (B)(4) has not previously repaired/evaluated meshgraft ii serial number (B)(4) as documented in the repair reports in livelink services. Product review of the meshgraft ii by zimmer (B)(4) on (B)(4) 2017 confirmed the reported event. It was noted that the cutter blade and side plat failed. Repair of the meshgraft ii was performed by zimmer (B)(4) on (B)(4) 2017 which included replacement of the cutter and side plate. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during the product review by zimmer (B)(4) it was that the technician replicated the reported event. It was noted that the failure of cutter cause the reported event. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer (B)(4) it was that the technician replicated the reported event. It was noted that the failure of cutter cause the reported event. It is unknown with the information that was provided how the cutter failed. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. External contractor.

Event description:
It was reported that the device cannot mesh properly.